Event description:
The physician utilized the 5fr neuron select as a diagnostic catheter without the 070 neuron for selective angiography. When he advanced the neuron select into the common carotid artery a severe kink developed in the mid portion of the catheter. The kink would not allow the 035 guide wire to be advanced through the catheter. He removed the neuron select and removed from inventory a 5f sim terumo catheter. He was able to perform the diagnostic angiography with no issues. There was no pt injury.

Manufacturer narrative:
The unit was returned in a zip lock, biohazard labeled specimen bag with the catheter label affixed. The unit was decontaminated in 1:10 dilution of household bleach. This catheter has a black colored, specially shaped tip of approx. 8.5cm in length. At this point the shaft changes to a violet color. There is a spiral flat spot on the shaft beginning 54.5 cm proximal of this color transition and ending 59.0 cm proximal of it. The DHR of this unit has been reviewed. A review of the device history record (DHR) was completed on part # 1805-04 (lot # l15445). This lot was associated with ncr (B)(4). The entire lot was re-inspected and sorted. All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l15445) indicated that 100% inspection of the devices resulted in (B)(4) visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected all parts released met specifications. The parts released in this lot met process requirement.